Event description:
In 1999 pubovaginal sling using the influence in-fast anchor and shelhigh bovine and pericardial patch. Returned to surgery for removal of bovine pericardial patch due to patch necrosis. Preoperative diagnosis: 1. Vaginitis status post pubovaginal sling. 2. Rejection of bovine pericardial sling. 3. Foreign body in the vagina. This is a 51-year-old black female with a history of vaginal vault prolapse. She also had uterine prolapse. She just recently underwent pubovaginal sling with an anterior repair. Also she had a vaginal hysterectomy and bilateral salpingo-oophorectomy. Performed the sling procedure using a piece of bovine pericardium as the sling material. Facility has now found around the country that even though this material has been FDA approved for this procedure it has been causing tremendous problems and there has been almost a 50-75% rejection rate from the bovine pericardium. The pt was seen in office today and he noticed a very foul odor from the vagina. On examination he found that the sling was completely exposed and looked necrotic. The pt was sent over to another dr's office and second dr confirmed those same findings. The pt will now have the sling removed.